Manufacturer narrative:
The investigation to determine the root cause is in process. Potential root causes that are being further investigated include the motor gearbox assembly and smartamp board which is a component of this assembly.

Event description:
The dr 9000 x-ray tube u-arm moved downward unexpectedly.